Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having difficulties with the sensors. The caller stated that there were discrepancies between the sensor glucose values and the blood glucose values of 60 points. The sensor glucose values was 303 mg/dl but the blood glucose was 323mg/dl, so the customer was given a manual injection and the infusion set was changed. The customer's blood glucose started dropping rapidly. The sensor glucose was 131mg/dl but the blood glucose was 42mg/dl. The caller stated that this was the fifth time within approx one week that this issue had occurred. At the time of the phone call the customer's blood glucose was 90mg/dl and the sensor glucose was 59mg/dl. The difference was not within the acceptable range. The customer inserted the sensors in the back of their arm. The last sensor had a kicked cannula and was a little bent. Nothing further was reported.